Event description:
Smiths medical intl, ltd, has been notified of an event that the unit was tested before use and used on a home care pt. The pt breaths spontaneously. Air leakage was reported from the pt's family one day after placement. No adverse outcome.